Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The investigation found that if a couch is removed while a plan is loaded, and then added back to the studyset when the plan is unloaded, it is possible to calculate dose with the couch unassigned to the beams. A monaco unity plan can be calculated without including the couch attenuation. The dose distribution shown in monaco without the couch attenuation will not match the dose delivered to the patient when the couch is present. This issue happens when only a particular workflow is being used with monaco and elekta unity and not with elekta conventional linac. A field corrective action notice (fca-ims-0040) will be issued. An important field safety notice (ifsn 382-01-mon-019) will be issued. The defect will be fixed in a future release of monaco which is estimated to be released june 2022.

Event description:
The customer reported that the elekta unity couch became unassigned in the treatment aids tab for a reference plan.